Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient accidentally pulled on their left lead wire and something came off. They could feel the lead moving around and no longer felt stimulation on that side. They were advised to contact their clinician. Contributing factors were unknown, it was reported that the issue was unresolved. No further complications were reported or anticipated.